Event description:
Refrence number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an infusion set cannula bent event, which led to high blood glucose of 400 mg/dl on (B)(6) 2026. The event resulted in vomiting, confusion, and altered vision, and the patient tested positive for ketones (+4). The patient was admitted to the hospital for high blood glucose with ketones and received insulin by IV infusion. After removal of the affected infusion set, the site was replaced and insulin therapy continued. No further information available.